Manufacturer narrative:
This follow-up report is being submitted to relay corrected/ additional information. The following sections were corrected/added: b2, h6: type of investigation. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that the patient underwent an initial tsa (total shoulder arthroplasty). Subsequently, the patient experienced an infection which caused on and off drainage that needed to be treated with antibiotics. This then progressed to pus and purulence. Ultimately, the surgeon revised the glenoid, stemless humeral head, stemless humeral cage. The outcome is considered resolved. No further information available.

Manufacturer narrative:
D10: 300-60-02 - stemless humeral comp laser cage, size 2 (B)(6). 310-61-50 - stemless humeral head 50mm x 19mm x beta (B)(6). 314-24-23 - laser cage glenoid m, 8 post aug, left (B)(6). 315-35-00 - glnd kwire (B)(6). 315-35-00 - glnd kwire (B)(6). 319-01-32 - steinmann pin sterile 3.2mm x 178mm (B)(6). 321-52-11 - csb 3.2mm drill (B)(6). 521-78-31 - threaded pin size 2.6 collarless 2pk (B)(6). 531-55-88 - ergo gps 3.2mm drill kit sterile (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.